Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The patient was noted to be in chronic atrial fibrillation (af), so lead testing was unable to be performed. Boston scientific technical services (ts) discussed the option of programming the device to vvi or increasing the range for daily measurements and the lss. The device was programmed ddi and routine in clinic follow ups will be continued. No adverse patient effects were reported. This product remains implanted and in service.